Event description:
The doctor claims that pt is an 80 year old female who had the graft implanted 2/26/98 as a femoral-popliteal bypass graft. Pre-operatively, she had an open wound infection on her toe, and the doctor theorizes that debridement of this infected toe led to the graft infection, via lymphatics. A nuclear scan was done in which the entire graft was found to be filled with leukocytes. However the graft itself, upon explant 4/9/98, cultured negative. The doctor attributes this to the fact that the pt was put on a high dose of antibiotics, leading to a false negative culture. The doctor stated that hemodynamically the vantage graft worked well, giving good pulses in the leg. The doctor does not blame the graft.